Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis cannot be determined; however, thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report thrombus noted during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. After the transseptal puncture, thrombus was noted on the transseptal needle. Before crossing the dilator from the right atrium to the left atrium, a small thrombus was observed on the dilator. The dilator and steerable guide catheter (sgc) were removed from the patient and the thrombus was removed from the sgc device. The sgc was flushed and reintroduced to the patient and the case proceeded without issue. Two clips implanted, reducing mr to <1. At the time of thrombus, activated clotting time (act) was well over 300. There was no adverse patient sequela. No additional information was provided.